Event description:
It was reported that a gap was observed between the transfer set and twin bag after connecting the two components. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The uv spike outer diameter was measured and found to be within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.